Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted. There were no allegations against the crt-p device reported. It was noted that it was explanted at physician's discretion for normal battery depletion (nbd). The right ventricular (rv) lead which was not manufactured by boston scientific was explanted due to oversensing and noise. A new crt-p device and rv lead was successfully placed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).